Event description:
Philips received a complaint by the customer on the v60 indicating that there was misalignment in the touch position of the touchscreen. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The cause is a failure in touchscreen, so touchscreen needs to be replaced. The pse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pi). The pil technician installed the touchscreen into a pil ventilator to duplicate the reported issue. Visual inspection of the touchscreen revealed no evidence of damage or contamination. The pil tech verified that the touch screen passes all flex cable resistance verification testing. In addition, the pil tech also verified that the touch screen passes all resistance ratio testing as well. Due to the flex cable resistance verification testing and resistance ratio testing are factors that verify a functional and good working touch screen, this investigation has resulted in a no problem found.